Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead dislodged. The leads were successfully repositioned and remains in use. The patient was a participant of the post approval network cardiovascular group study. No patient complications have been reported as a result of this event.